Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During delivery, the physician reported that the sheath placement in the right groin was difficult. The second attempt in the left groin was successful. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.